Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the insulin pump had frozen display with beeping noise. Customer's blood glucose level was unknown. The customer reported that they insert the new battery and had blank display. The display was not completely blanks as per customer's report. The insulin pump will be returned for analysis.